Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to olympus (B)(4) for repair service and evaluation. The subject device did not pass the air leakage test due to a heavy damage in the biopsy channel. The evaluation confirmed heavy visible damage of the protector boot at the proximal end of the insertion section, a kink of the insertion portion near the protector boot, deterioration of the glue at the angulation rubber and the breakage of the glue around the objective lens. Following the disassembling by (B)(4), the evaluation also confirmed signs of humidity inside the control section and insertion section due to the leakage from the biopsy channel, and air leakage at the biopsy channel due to the deformation near the kink of the insertion portion. The reprocessing manual of the subject device contains several warnings for proper user inspection and testing including the following warning perform a leakage test on the endoscope after each precleaning procedure, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Before each case, prepare and inspect this instrument as instructed below. Inspect other equipment used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument and see chapter 5, troubleshooting. If the irregularity is still suspected after consulting chapter 5, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing by the facility, the forceps elevator area of the subject device repeatedly tested positive for an unknown bacteria. The facility had reprocessed the subject device using an olympus automated reprocessor model etd-3 with peracetic acid. There was no report of infection associated with this report.